Manufacturer narrative:
The device was returned and the evaluation found that the locking pin was broken with a dent in the outer tube, the marking inscription faded, a scratch on the distal end of the outer tube and traces of rust visible on the direction of the pin. Based on the results of the legal manufacturer's investigation, it is likely that that reported issue occurred due to excessive force (e.g. Fall, impact or shock) and/or inappropriate handling, wear and tear and corresponding frequent reprocessing. The device history record was unable to be reviewed for the affected device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the telescope locking pin broke off. The issue occurred during preparation for use. There were no reports of patient harm.